Event description:
The patient referenced in this event file is enrolled in a (B)(6). The purpose of this post-approval surveillance, using the (B)(6), is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) and the below information involves a patient treated with an endovascular gore® device. On (B)(6) 2014 this patient underwent endovascular treatment for a chronic dissection that extended from zone 3 to zone 12 of the thoracic aorta and an aneurysm. The patient was implanted with two conformable gore® tag® thoracic endoprostheses and four endoprostheses from other manufacturers. Implant of these devices was as follows within the descending thoracic aorta: tgu373720 covered zones 3-4, tgu373720 covered zones 4-5, endologix: unknown endologix covered zones 9-12, (powerlink limb extension long tapered 201388fl) covered zones 9 to 10, (powerlink limb extension straight (no spine) 161655fl) covered zones 9-13, (powerlink limb extension straight (flared) 161655fl covered zones 9-11) the left renal artery was reported to have a static obstruction and the patient¿s right internal iliac artery was reported to be occluded. All other branch vessels were reported to be patent via the false lumen preoperatively. Additionally at this time, branch procedures were performed on the celiac artery, the superior mesenteric artery, the left and right renal arteries; and the left and right common iliac arteries. The maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 88.0mm at the origin of zone 5. The patient was symptomatic and the procedure was urgent. The primary entry tear was located in zone 4 and was covered.

Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. Please note: the year of implant was provided, however the exact date of implant is unknown and will be estimated to be (B)(6) 2014.